Manufacturer narrative:
The reported event was confirmed. Visual inspection of the returned device identified signs of repeated use and missing components, both bearings. The missing components were not returned to zimmer biomet. Review of the device history records identified no deviations or anomalies during manufacturing. This device is confirmed to have been part of the CAPA 997 investigation. Field actions zfa 2014-67 and z-1052-2015 were initiated to recommend against ultrasonic cleaning as a sterilization technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to the design change, therefore leaving the root cause considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a tasp was returned missing bearings on a worn instrument claim form. This was determined when preparing to send it out for a case. No patient involvement.